Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) malfunction. The entire aus pump and cuff were removed and replaced with new components. Additional information received stated that this was original surgery and the cuff and pump failed to cycle. The patient is doing well post surgery.

Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) malfunction. The entire aus pump and cuff were removed and replaced with new components. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.